Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clips did not apply when the customer attempted to use the large hem-o-lok clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was reportedly inspected prior to use with nothing noted out of the ordinary. The issue occurred when the clip was loaded prior to putting into the patient then the surgeon attempted to clamp the duct, and the instrument did not fire. The instrument's jaws were not moving. The jaws would not close or fire which led to an unsuccessful clip application. The large hem-o-lok clips were used for the procedure. The vessel or tissue was not greater than what is specified in the user manual. The issue occurred on the second clip application attempt. The customer had another clip applier instrument opened for the case to resolve the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was found to have multiple input disks broken. Input disk #6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7. Other backend components adjacent to the broken input disks showed small amounts of residue on the pulleys and corrosion on the bearings.